Event description:
During the catheterization process, a tetra stent deployed in the osteum (rca) and was lost in the aorta. The physician reviewed the angiograms and the case with 2 consulting physicians. All agreed that a "search" for the stent was unwarranted unless the pt develops symtomatology.